Manufacturer narrative:
Qn#(B)(4). No issues or discrepancies were found in the device history record of product code 833-114 / batch 74c1902282 that can be related to the failure mode reported. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
During sacrospinous fixation after triggering the capio and when the doctor dragged the suture the suture teared suddenly. Occurred in (B)(6).